Manufacturer narrative:
This is one event (cardiovascular) of two events for the same pt involving three separate products; associated MDR's 1225714-2014-05142, 1225714-2014-05144, 1225714-2014-05145, 2937457-2014-01218, 2937457-2014-01219.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and on or about (B)(6) 2011 subsequently expired after the use of the product.